Manufacturer narrative:
Failure analysis was performed on the encoder flex assembly. Visual inspection revealed no anomalies. Bench analysis: the encoder assembly was plugged into a golden unit, it was verified that the ventricular encoder was defective. Conclusion: the reported event was confirmed, the encoder was defective. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an unresponsive ventricular output knob, it was determined that the encoder assembly was out of specification in an electrical manner, which did cause the device to fail its incoming testing. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's ventricular output knob was unresponsive, so the ventricular output did not adjust. The generator was changed out and returned for service. No patient complications have been reported as a result of this event.